Event description:
It was reported that a non-baxter syringe, taken from a pediatric intensive care kit, would not connect to a one-link needle-free IV connector. This occurred during set-up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.